Manufacturer narrative:
(B)(4). Outcomes attributed to adverse event - correction remove selection "other serious".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported.